Event description:
In 1998, a pt with aortic insufficiency and stenosis underwent implantation of the cryopreserved aortic valve and conduit in question. The pt's history was also significant for previous aortic aneurysm requiring dacron graft replacement of the ascending aorta, aortic calcification, and left ventricular hypertrophy. According to the operative notes, the pt's post-aortic valve replacement course was uneventful until approx 3 years post-operative. At that time, the pt developed sudden unspecific discomfort and shortness of breath. The pt returned to the surgical facility and was found to have left ventricular enlargement. A blood culture, performed in 2001, was reportedly negative. The pt was taken to the operating suite for replacement of the aortic valve (type of replacement valve unknown). Upon explantation of the aortic valve in question, a large perforation in the middle belly of the right leaflet was noted.